Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter detached. Imdrf impact code f2301 captures the reportable event of the guide catheter was removed using rescue forceps.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat strictures during an endoscopic retrograde cholangiopancreatography procedure (ercp) with intrahepatic stent placement performed on (B)(6) 2025. During the procedure, the advanix stent would not come off the guide catheter, and the guide catheter was still completely inside the stent despite the wire being fully deployed. A rescue forceps was used to pull the guide catheter out of the stent, and the guide catheter was completely detached from the deployment hub catheter. The guide catheter was removed using rescue forceps, and a different stent was placed on the other side to complete the procedure. There were no patient complications reported as a result of this event.